Event description:
Manufacturer was informed of the following event through device tracking department. Based on the information on the patient registration form, a carbomedics top hat valve s5-027 was implanted and explanted intra-operatively on (B)(6) 2024. Based on the information available, another s5-027 was ultimately implanted in the patient. No allegation of a device malfunction nor serious injury has been received from the site regarding this event.